Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4)

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump was received with minor scratches on the display window, cracked reservoir tube lip, cracked belt clip slot and cracked battery tube threads.

Event description:
It was reported that the customer had high blood glucose levels. No exact blood glucose levels were provided. The mother of the customer reported that the insulin pump alarmed no delivery during priming. Troubleshooting was done. It was reported that the no delivery alarm recurred. The customer was advised that the insulin pump would need to be replaced. No additional information was provided.